Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had changed from 400 ohms to 1005 ohms bipolar and the threshold had increased from 0.4 volts to 1.4 volts. It was noted that the patient previously had a motor vehicle accident and during the subsequent device replacement that the ra lead electrical measurements had been within normal range. The ra lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead showed varying thresholds and continuing high and varing impedance. The rv lead remains in use.